Manufacturer narrative:
All available information was investigated, and the reported bent sgc soft tip was confirmed via returned device analysis. The reported failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported failure to advance was unable to be determined. The reported bent sgc tip was a cascading event of the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and dilated atrium. A steerable guide catheter (sgc) was inserted. However, the sgc failed to cross the septum, and a bend in the soft tip of the sgc occurred. Therefore, the sgc was removed and replaced. The procedure was completed with two clips implanted, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.